Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 210 mg/dl, 242 mg/dl, 214 mg/dl, 74 mg/dl, 33 mg/dl and 190 mg/dl within 10 mins. All tests were preformed on the finger. The results when plotted on the parkes error grid gell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.